Event description:
It was reported that a new pace/sense lead was added to the system due to noise. A report of increased shock impedances and noise was subsequently received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that a new pace/sense lead was added to the system due to noise. A report of increased shock impedances and noise was subsequently received. No patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high device remains activated noise.